Manufacturer narrative:
Device discarded at the hospital. Device history record review in progress.

Event description:
Probe passed pretesting. Physician was advancing the probe into bone when the probe broke about 1 cm from the end. Entire probe was extracted, nothing left in the patient. Another probe was opened and used to complete the case.

Manufacturer narrative:
No device returned. Device history record review shows no issues, production lot was acceptable upon release.